Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgery the lens was exchanged for another model iol. Additional info was received from the surgeon, who reported the event has resolved. He stated posterior capsule opacification (pco) was observed. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause could be determined. Attempts were made to obtain additional info and a completed questionnaire was received on (B)(6) 2012. (B)(4).